Event description:
A surgeon reported following a glaucoma filtration device implant procedure, the device was clogged. The device was explanted.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).